Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's father reported via phone, the insulin pump had alarmed unexpected restart and has a constant beeping. Customer's blood glucose was 8 mmol/l. Troubleshooting for blank display was performed. Customer's father stated the device had no physical damage and it wasn't dropped, bumped, or exposed to moisture. Battery cap and contacts were not missing or damaged. No corrosion or damage was noted in the battery compartment or its components. Customer's father was advised to insert a new battery, display did not return. Customer was then advised to clean the battery compartment and its components. A new battery was inserted and the display returned. The device then alarmed unexpected restart. While assisting the customer with inputting settings the display went blank again and noise occurred as well. Customer's father was advised the device needed to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
The pump was received with a blank display. After disconnecting the electronic assembly stack, and reconnecting the electronic assembly stack, the pump powered up properly, and no unexpected audio beep was noted. The problem was isolated to the electronic assembly. Unable to perform the error test, displacement test, operating currents or off no power test due to the blank display. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.